Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the system displayed error code c-34 on the erbe generator when monopolar energy was activated. The customer received phone assistance from the technical support engineer (tse). The tse recommended the customer reboot the erbe generator and system, but the issue persisted. The tse recommended the customer replace the erbe generator with a forcetriad generator. Once this was verified, no further issue was observed. The user continued with the procedure using another generator. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the forcetriad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and confirmed related error faults indicating a faulty erbe integrated electro surgical unit (iesu) generator. The iesu generator was replaced, and the issue was resolved. After replacement, the system was tested and verified as ready for use. Isi has not received the erbe iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. The iesu was found to have an error c-34 during boot up. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.